Event description:
It was reported that the patient's system worked well for approximately two months after implant. About two months after the implant, the patient started seeing the poor communication screen when trying to use her programmer to communicate with her neurostimulator and experienced a loss of effect. The patient did not feel stimulation, and was unable to adjust stimulation. The patient was given a new programmer, but it did not have an antenna and she was still seeing the poor communication screen. The patient had an appointment to see her hcp scheduled for the following week. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had fallen "a couple of months ago" and then "a week ago" as well. It was reported that patient stated that the device was "killing her" and when it was on too high it hurt her. When stimulation was on low, the patient felt like the device was not working or helping her symptoms. It was stated that the doctor did an x-ray and "it looked fine". It was noted that the device had been reprogrammed once. Approximately five weeks later, it was reported that the patient experienced a loss of therapeutic effect. It was reported that the patient had the device implant "last january" and that is worked for three months. Then the patient started to have a "really burning feeling and she could not move her legs". It was stated that the patient had surgery on (B)(6) 2012, but the reporter was unsure if the doctor repositioned the current device or implanted a new device. It was stated that the patient has a "new meter with a different mode, but it looked the same". It was not clear if that statement was about the programmer or not. It was noted that the patient had not used the programmer since her last surgery and that she did not know how to operate it. The patient received assistance on adjusting the stimulation. Further information has been requested. If more information becomes available, a supplementary report will be sent.

Manufacturer narrative:
(B)(4). Lead, model 3093-33, lot# v846431. Implanted: (B)(6) 2012, explanted: na. Programmer, model 3037, serial# (B)(4).

Manufacturer narrative:
Product ID, 37092 lot#, product type accessory product ID, 3093-33 lot# v846431, implanted: 2012 (B)(6), product type lead product ID,3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).